Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow up, infection was observed. The device was explanted and replaced due to infection. The primary and secondary source of infection was unknown. There was no vegetation on the leads. There is no known allegation from the health care professional that the infection was related to the device or procedure. Patient was stable post procedure.